Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose, flu, diabetic ketoacidosis, and a heart attack on (B)(6) 2018 with blood glucose of about 800 mg/dl at the time of the incident. The customer was at 283 to 300 mg/dl at the time of the call. The customer experienced high symptoms such as incoherence. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer had calibration errors, sensor glucose versus blood glucose differences, and treating their blood glucose off sensor glucose that read low. The customer also reported a low blood glucose incident of 58 mg/dl where the customer was given juice and glucose tablets to treat. The customer experienced symptoms such as sweating profusely, being unresponsive, and loss of consciousness. The customer had bolused twice instead of once and the sensor did not read low enough or suspend. The customer had bolused twice instead of once and the sensor did not read low enough or suspend. The insulin pump will not be returned for analysis.